Event description:
It was reported that, "large osteolysis behind shell. Surgeon replaced with a competitive product, and 36mm c-taper head implants returned to patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.